Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7159637, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15065890, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15048009, UDI: (B)(4).

Event description:
It was reported that the patient stimulator was no longer providing adequate paresthesia coverage due spinal cord stimulation (scs) leads has migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned due to facility policy.